Event description:
It was reported that there was no perforation on the bd luer-lok¿ syringe sterile, single use packaging before use and it had to be ripped apart. This occurred on 8 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "no perferation between syringes, can rip apart."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The correct lot# has been provided by the customer. The following information has been updated: d.2. Medical device lot#: 9290589. D.4. Medical device expiration date: 2024-09-30. H.4. Device manufacture date: 2019-10-17.

Event description:
It was reported that there was no perforation on the bd luer-lok¿ syringe sterile, single use packaging before use and it had to be ripped apart. This occurred on 8 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "no perferation between syringes, can rip appart."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was no perforation on the bd luer-lok¿ syringe sterile, single use packaging before use and it had to be ripped apart. This occurred on 8 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "no perferation between syringes, can rip apart."